Event description:
The customer reported an undefined op check / shift check test failure/ general system test failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.